Event description:
The customer stated that the insulin pump over-delivered insulin during the day and night. The displacement test was performed and the insulin pump did not pass the test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.